Manufacturer narrative:
Hydraulic hose.

Event description:
It was reported by service report that the cot was leaking hydraulic fluid on the low pressure side hose. No pt involvement or adverse consequences are reported.